Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Source - article: saurabh s. Mehta, frcs (ed) tr, orth, adam c. Watts, frcs (tr, orth), sumedh c. Talwalkar, frcs (tr, orth), ann birch, msc, david nuttall, phd, ian a. Trail, md*, early results of latitude primary total elbow replacement with a minimum follow-up of 2 years. Journal of shoulder and elbow surgery 2017, vol. ??

Event description:
It was reported in a 2017 journal article from mehta, et al., out of eight latitude revision cases, one was revised due to instability. Source - article: saurabh s. Mehta, frcs (ed) tr, orth, adam c. Watts, frcs (tr, orth), sumedh c. Talwalkar, frcs (tr, orth), ann birch, msc, david nuttall, phd, ian a. Trail, md*, early results of latitude primary total elbow replacement with a minimum follow-up of 2 years. Journal of shoulder and elbow surgery 2017, vol. ??